Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive to the sleep/wake button while the user noted rising blood glucose; charging function appeared normal and a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this device was unable to be duplicated the reported complaint. The device was placed on a charge pad and woke within 5 seconds. The device then was able to fully boot into the setup menu and continue charging.